Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube window.

Event description:
Customer reported that the battery on the insulin pump is not lasting more than a week. Customer was sent a new battery cap. Customer inserted a new battery and got a failed battery test alarm and has had replaced the battery three times within three days. After the third change, the device turns on but does not deliver insulin. Blood glucose value is 556 mg/dl; customer stated she had it under control. Nothing further reported.